Manufacturer narrative:
As a result of an internal review of the file, it was determined that the information provided for the event no irrigation and foreign body in the eye does not represent a reportable device malfunction and it is not likely that a recurrence would result in serious injury. The initial report was submitted in error. The manufacturer internal reference number is: (B)(4).

Event description:
As a result of an internal review of the file, it was determined that the information provided for the event no irrigation and foreign body in the eye does not represent a reportable device malfunction and it is not likely that a recurrence would result in serious injury. The initial report was submitted in error.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Clinical review: there was no harm reported. The customer provided details stating ¿vacuum stayed at zero and there appeared to be no vacuum. Significant plume of debris when connecting to the cassette.¿ however, they indicated that this is not unusual for them and the aspiration turns on. There was a confirmation in the information provided that states ¿cassettes, tips and sleeves are re-used throughout all cases¿. They also confirm the occlusion bell was audibly heard. They replaced the fluidics management system (fms) once the problems began and this resolved the problem. In all three cases a grey cloudy of plume appeared in the eye. They did not mention a corneal burn for this eye. The operator¿s manual includes instructions for proper set up for the phaco handpiece: hold handpiece with tip pointed down into test chamber and activate fill on the setup screen. While observing stream of fluid from irrigation and aspiration ports, fill test chamber completely and slide it over end of handpiece. Ensure no air bubbles are present in test chamber. Press handpiece into instrument tray pouch with tip pointed up, and secure irrigation/ aspiration lines to clips on top of tray. Ensure tubing is not kinked. The operator¿s manual also includes the warning: if stream of fluid is weak or absent, good fluidics response will be jeopardized. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. Use of appropriate technique and settings is important to minimize fragments and turbulence. If stream of fluid is weak or absent, good fluidics response will be jeopardized. The system is intended for use in cataract lens extraction and intraocular lens (iol) injection surgical procedures. This system allows the surgeon to emulsify and aspirate the lens in the eye, while replacing aspirated fluid and lens material with balanced salt solution (bss). This process maintains a stable (inflated) eye chamber volume. Using system controls, the surgeon regulates the amount of energy applied to the handpiece tip, the rate of aspiration, vacuum, and the flow of bss¿ irrigating solution. The operator¿s manual includes the warnings: use of bss irrigating fluid bags other than those approved by organizations for use in the system can result in patient injury or system damage. Consumable items used with the system during surgery are designed to be used once and then discarded, unless labeled otherwise. Sterile disposable medical devices should not be reused! These components have been designed for one time use only; do not reuse. The equipment used in conjunction with the disposables constitutes a complete surgical system. Use of disposables other than organizations disposables may affect system performance and create potential hazards, and if it is determined to have contributed to the malfunction of the equipment under contract, could result in the voidance of the contract and/or invoicing at prevailing hourly rates. The balanced salt solution (bss) directions for use (dfu) includes the warning: single patient use only. The contents of this bag should not be used in more than one patient. The operator¿s manual includes a warning: sterile disposable medical devices should not be reused! These components have been designed for one time use only; do not reuse. Potential risk from reuse or reprocessing the following products labeled for single use include: phacoemulsification tips - reduced tip cutting performance, presence of tip burrs, fluid path obstruction, and foreign particle introduction into the eye. Cassette fms evaluation: no sample has been returned for root cause evaluation; therefore, the condition of the product could not be verified. There was also no specific images or evidence provided to ascertain causality and confirm this reported event. The root cause of the customer's complaint could not be conclusively determined as a sample was not received and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery, an ophthalmic surgical procedure pack exhibited no aspiration and irrigation during the phacoemulsification mode. A grey cloudy of plume appeared in the eye. Procedure was completed by replacing the console. There was no patient harm. This report represents the surgical procedure pak involved in the event.